Manufacturer narrative:
(B)(4). The second elite instrument used for comparison testing was serial number (B)(4). Cuvette lot number f3jlr100. Method: no related ncmrs identified for this instrument. Cuvette device history records reviewed and found to meet specifications. It was noted, that prior to beginning the procedure, the liquid quality control (lqc) performed on the first instrument did not pass twice. The procedure began using the first elite instrument. Heparin bolus was administered to the patient and the target time was achieved. After the case was started, the lqc was re-run and passed successfully. Itc on-site training occurred on (B)(4) 2013, which included the instrument operator in this case. No technique issues or unusual findings were observed. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports poor correlation of act-lr results with the hemochron signature elite microcoagulation system during a cardiac ablation procedure. Target time > 300 seconds. During course of the procedure, act-lr results were questioned and a second elite instrument was run side-by-side for comparison testing. It was observed on occasion that one result was in the target range and one was sub-therapeutic. For example, one comparison test generated 242 seconds on the first instrument and 339 seconds on the second instrument. The following comparison test generated 322 seconds on the first instrument and 246 on the second instrument. Physician elected to average results from both instruments for patient management. At the end of the procedure, at approximately 16:45, a clot was noted in the left atrium and the ablation procedure was stopped. The patient was discharged from the hospital the following day. No further complications were reported.